Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had foreign matter. This was discovered before use. The following information was provided by the initial reporter: contaminated bd vacutainer k2edta with unknown particles observed during blood collection.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had foreign matter. This was discovered before use. The following information was provided by the initial reporter: contaminated bd vacutainer k2edta with unknown particles observed during blood collection.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluationof the customer samples was performed and additive abnormality was observed. As noted in bds instructions for use (IFU), do not use if color has changed. Edta spray coated additives may have a white to slightly yellow appearance; this does not affect the performance of the edta additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had foreign matter. This was discovered before use. The following information was provided by the initial reporter: contaminated bd vacutainer k2edta with unknown particles observed during blood collection.

Manufacturer narrative:
The following fields have been updated with corrections: PMA/510(k)#: bk050036.